Manufacturer narrative:
Patient identifier, age or date of birth, sex, weight, ethnicity, race: no information was provided. Based on the problem description, a leak at the y-connector can occur due to solvent bond failure. A corrective action has been issued to manufacturing site to address solvent bond leaks in 2019. This lot was prior to issuing corrective action to the manufacturing site. Expiration date for this device was june 2019 and incident date reported was (B)(6) 2019.

Event description:
A hospital in france alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked at the y-connector and tubing. No injury was reported.

Manufacturer narrative:
Date of event is (B)(6) 2018.